Event description:
It was reported that the device was explanted approximately after implant duration of 23 months, due to unknown reasons. Patient also had another device, model # 2900, explanted on the same day from the mitral position. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.